Event description:
The customer alleged no audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and replaced the alarm in question. The unit passed extended self testing. It is not verified that the audible alarm did not sound, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.